Manufacturer narrative:
(B)(4). Medical devices: 6 french diagnostic catheter, dragonfly optis optical coherence tomography catheter, aspirin, prasugrel. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of intimal dissection, angina and occlusion are listed in the xience sierra, everolimus eluting coronary stent system instructions for us as known patient effects of coronary stenting procedures. The investigation determined the reported difficulty to deploy (wall apposition) and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that this was a coronary procedure, performed on (B)(6) 2018, to treat a lesion in the ramus artery. Optical coherence tomography was performed during the procedure and a 3.0 x 12 mm xience sierra stent was implanted. Additional post-dilatation was performed, as it was noted that the stent was under expanded. On (B)(6) 2018, the patient presented to the emergency room with chest pain. Coronary angiography was performed and noted occlusion in the mid ramus and distal closure due to dissection. Two additional xience stents were implanted and the event resolved. No additional information was provided.